Manufacturer narrative:
Hamilton medical ag has not received the device for investigation, neither the log files of the event. The patient was not harmed during the event. However, a local service technician replaced the esm board of the device and the service tests were passed. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: ambient mode during ventilation with tf446024, tf485001, tf446029, tf446026. Device failed during operation. After 3-4 restart attempts, the device started up again; after that it worked perfectly. No patient harm at any time.